Manufacturer narrative:
Additional information was received that the patient developed infection at the ipg and lead incision site. The symptoms of infection included redness, swelling and pain. The patient was prescribed antibiotics. The physician believed that infection was related to the procedure. The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure due to infection.